Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed as there were no discrepancies or abnormalities relevant to the reported complaint. The device was returned for analysis and has been evaluated. A single unused protective plug wing was received. Initial examination of the returned product indicated no abnormalities. Examination of the device after routine removal of the sheath indicated that the catheter hub had become unseated from the introducer. Examination of the position of the catheter tip and the cannula point in this condition revealed that the cannula tip was partly covered. This covering would result in difficult initial penetration in use. The catheter was reseated manually, and it remained seated. Per the instructions for use (IFU), catheters should be reseated prior to use. Given that the catheter hub easily became unseated during sheath removal, it is possible that the user failed to follow the instructions for use prior to using the device. The root cause of the reported complaint was due to user interface. No actions were taken for the primary concern reported.

Event description:
It was reported that the hub was leaking. No patient injury was reported.